Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was reproduced while attempting to run an infusion. The reported alarm was confirmed through review of the event history log. Evaluation determined the cause to be a failed upstream sensor with fluid numbers below specification. The upstream sensor was replaced to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.